Event description:
It was reported that the implantable pacing lead experienced a large number of short interval counts (sic). The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4076 lead, implanted: (B)(6) 2011. (B)(4).